Manufacturer narrative:
The reported events of high pacing threshold, and failure to capture were not confirmed. The device was in pacing-off mode when received. After turning on the pacer, it exhibits normal device characteristics. Electrical and mechanical tests performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
During an initial implant procedure, loss of capture was observed during device connection. The device was explanted and a new device was implanted to resolve the event. The patient is stable.